Manufacturer narrative:
The device was not expected to be explanted post-mortem. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information that the patient passed away on (B)(6). The field representative discussed this event with the physician. It was confirmed there was no additional device data available to be submitted for review. The emergency room physician did not save the ECG strip from the external defibrillator. The official cause of death was due to aspiration pneumonia and respiratory global insufficiency as well as resuscitation in asystole related to hypoxia. The patient was extubated on (B)(6) for palliative care due to poor prognosis from underlying diseases. The physician believed the patient had asystole so the s-ICD could not save the patient. The physician did not believe the device caused or contributed to the patient¿s death.

Manufacturer narrative:
Technical services reviewed the available information. There were three treated episodes where four shocks were delivered over a five minute time frame on (B)(6). When there were some consistent deflections, the rate appeared to reach 160 bpm, which is too fast to be consistent with chest compressions from CPR. The device stored about ten minutes worth of intervals before treated episode 002. The intervals suggest the rhythm in the initial onset was likely present for 1.5-2 minutes and started abruptly. There was some fast sensing but it was never consistent enough to start charging until noted in the episode. For the eight minutes prior to this rhythm the intervals were showing what could have been asystole as there were some intervals showing no sensing for about two seconds. The other intervals varied between 50-110 bpm, but the amplitude of the signals was low so there was likely some oversensing of other signals so the actual heart rate cannot be confirmed. Technical services discussed creating a timeline of events using external ECG strips from the asystole and correlating that with the time CPR was started and the rate of the chest compressions. The device remains in service.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) was admitted to the hospital due to pneumonia. Based on medical records, the patient developed asystole on (B)(6) and mechanical cardiopulmonary resuscitation (CPR) was performed. Four shocks were delivered but these were ineffective and did not convert the rhythm. Undersensing was suspected. The patient also had two episodes of asystole (B)(6) that were not treated. Limited device data was submitted to technical services for review. The physician was requesting to know if the patient was in vt/vf or if the ECG was showing manual chest compressions, and also to know if the patient¿s heart rate and rhythm before the event. No additional adverse patient effects were reported. The patient remained hospitalized.